Event description:
Pt had ptca/stem of rca with angioseal deployed to left common femoral artery. Left groin started to ooze, manual pressure applied. In recovery area pt complained of left leg pain/ numbness & cool left extremity. Pt brought back to cath lab-found left common femoral artery total occlusion. Crossover left common femoral artery fox hollow atherectomy, pta of occluded angioseal with persistent 40-50% residual stenosis.